Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of "broken touch screen" and additionally noted that the cord bay was broken, the stylus tip was loose and the stylus was not working anymore and there were errors found within the software history. The programmer was to be scrapped due to prohibitive repair costs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken touchscreen. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.